Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records found one approved temporary dn (deviation notice) noted on the lot. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A biomedical technician (biomed) at the user facility reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported. The dialyzer product was not available to be returned to the manufacturer for evaluation.